Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported issue was confirmed as a high pitch noise was heard during vacuum blower testing conducted during this investigation. The root cause was determined to be a malfunction of the left vacuum blower. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an unusual noise when the vacuum was increased.